Event description:
Report received frrm baxter affiliate reported solution leakage during pt use. Reporter stated that pt was exposed to 5 fluorouracil around their chest area. Reporter further indicated that pt showed small blisters, redness and pain on their chest. Pt was treated with a cortisone cream but their outcome is unknown.